Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pacing impedance measurement greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. Additionally, the minute ventilation feature was disabled by the signal artifact monitor as a result of the detected high impedance. Boston scientific technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. Available information indicates this product remains implanted and in service.